Manufacturer narrative:
Additional narrative: product development investigation was completed based on provided x-rays. A device history record (DHR) review, visual inspection via the provided x-rays and drawing review were performed as part of this investigation. The complaint condition is confirmed as the provided x-rays show that the helical blade is not retained in the nail as intended. This is consistent with the helical blade entering along the outside of the nail instead of the intended hole within the nail. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the specific intraoperative conditions are unknown and the device was not returned. The device history record shows this lot of tfna helical blade 100mm sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. During the investigation, no product design issues were observed that may have contributed to the complaint condition. The reported helical blade is part of the trochanteric fixation nail advanced (tfna) system and referenced in the tfna advanced surgical technique. Based on the date of manufacture the relevant drawing, reflecting the current and manufactured revision, was reviewed. During the investigation, no product design issues were observed that may have contributed to the complaint condition. No additional physical inspection (dimensional, functional, or material) could be completed as the device was not returned. No definitive root cause could be determined as the device was not received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight not available for reporting. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). DHR review for part # 04.038.300s lot # h245449. Release to warehouse date: 28 december 2016. Expiration date: 30 november 2026. Manufacturing site: (B)(4). DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 100mm sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision of a trochanteric proximal femoral nail advanced (tfna) nail on (B)(6) 2017. The nail, helical blade, and distal screw were originally implanted on (B)(6) 2017. Post-surgical x-rays taken on unknown date showed that the helical blade never went through the nail. Surgeon noted the blade missing the nail was possibly caused by patient¿s size or the connecting screw. The nail, helical blade, and distal screw were removed and replaced with new devices of the same part numbers. All of these three (3) devices were intact when explanted. The surgery was successfully completed with no delay and good patient outcome. Concomitant devices reported: 11mm 130 degree cannulated tfna nail 400mm left (04.037.161s, lot h412721, quantity 1); this report is for one (1) tfna helical blade 100mm; this is report 1 of 1 for (B)(4).